Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open procedure, the firing force was higher than expected and the trigger could not be grasped and staples could not be deployed at the 3rd firing when the device was used for closing the abdomen. The device was fired outside of the patient, and the staples were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Results: nonconforming cartridge weld the analysis results showed that one instrument was returned with the nose open and non-functional due to insufficient nose weld. In addition, one staple was found in the cartridge nose. No functional test was performed due to the condition of the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.